Manufacturer narrative:
The repair inspection confirmed the customer reported event, as foreign material was found clogged inside the air/water nozzle at the distal end of the scope causing restricted air/water flow issues. Also, the repair inspection noted the bending section cover adhesive, light guide lens adhesive and objective lens adhesive are discolored, and the distal tip cover is dented. Scratches were found on the insertion tube and on switch number 1. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer evis lucera elite gastrointestinal videoscope was returned to the olympus repair center for a reported ¿nozzle clogging¿. The customer reported problem was found during an unspecified event. During the repair inspection, foreign material was identified to be clogged inside the air/water nozzle at the distal end of the scope. This report is being submitted to capture the foreign material clogged inside the air/water nozzle. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The external surfaces were not wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing deviated from instructions for use. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event.the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received, no device fragment or foreign object fell into the patient with the use of the subject scope, and it was confirmed there was no adverse outcome to the patient or procedure.